Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The patient was revised because of high metal levels.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. D. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update rec'd 2/12/2016: litigation received. Litigation alleges pain, discomfort, and elevated metal ion levels. An unknown stem is being added to the complaint. This complaint was updated on: 3/2/2016.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). The investigation has been reopened due to receiving medical records. Depuy will notify the FDA when the investigation is complete.

Event description:
Update 6/7/16- pfs and medical records received. Pfs reported constant pain, limp, takes pain medication regularly and continued pain and appointments for hip after revision. Medical records and revision surgical report noted and MRI that had reported results of a small fluid collection, metal debris-laden tissue, metallosis, damage to the capsule and tendons with the tendons predominantly intact, osteolysis around the posterior aspect of the acetabular cup, left leg shorter than right leg and that there was acetabular issues, including but not limited to non-displaced fracture, after the revision surgery. The acetabular post-operative fracture will not be reported as the patient was revised with a competitor acetabular cup and not a depuy product. Lab results for metal ions were greater than 7 parts per billion.

Manufacturer narrative:
No devices were returned to examine. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Medical records were reviewed. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Pfs and medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, there is no new additional information that would affect the existing investigation.